Event description:
A malfunction was reported in a tandem pump, marked by a malfunction alarm and identified as a software error. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy and was instructed to return the malfunctioning pump with a pre-paid label. The customer understood how to put the pump into storage mode and acknowledged the return instructions.